Event description:
On (B)(6)2008, the sales representative reported that during surgery, the surgeon was attempting to remove the rod to use a different size. The surgeon did not realize that the rod was not unlocked from the construct and when he attempted to explant the rod, the wedge disassembled from the screwhead. The surgeon explanted the screw and implanted another screw, wedge and rod.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.